Manufacturer narrative:
The customer's report was observed and attributed to the multi-function cable. The multi-function cable was replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "check pads" message using external paddles. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2019-03601 for a similar report from the same customer.